Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument associated with this complaint and completed investigations. The instrument was found to have a broken main tube at from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: the instrument appears to have the tip detached from the instrument given that the wire has broken past the crimp. There is no other obvious damage from the pictures sent.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer had permanent cautery hook instrument malfunction. No fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the tip of the instrument was broken. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell into the patient¿s anatomy.